Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that one and a half months following intraocular lens (iol) implant surgery, she is not satisfied with the outcome, feels like there's something in her eye, and her eye feels swollen. She feels like she should have gotten another lens as she has a history of astigmatism. She is using medication (anti-inflammatory) but it has not helped much. No further follow up will be conducted as the consumer does not want the surgeon contacted.